Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab for one pt. Results as follows: date: (B)(6) 2012, inratio: >7.5, lab: 1.9, time between testing: (10 mins). The pt had symptoms of bleeding in his urine, and bruising. Pt's therapeutic range is: 2.0-3.0. No further info was provided.

Manufacturer narrative:
Case was submitted to the medical advisor for review. Medical advisor determined that the inratio product did not contribute to the bleeding and bruising that was reported in this complaint. Pending investigation.